Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the attempt to reverse the roller pump for cardioplegia delivery was unsuccessful. The user switched the sucker line to an unused vent pump and then switched the cardioplegia line to the sucker pump, which the user was able to reverse successfully. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.